Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent nocturnal hypoglycemia between late evening and early morning over several weeks, with lowest glucose readings of approximately 50¿55 mg/dl, and data were synced via the ilet app for review. Symptoms included hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates without need for third-party or medical assistance and no reported injury. Investigation included customer education on use of the system and discussion of secondary cgm target, as well as escalation for further clinical review. Investigation of this case revealed no device alarms and no device malfunction reported, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.